Event description:
Tubing "@ back check valve" fell apart when rn was initially flushing with lr. The nurse completed her set up by getting a new IV administration set. Tubing "@ back check valve" fell apart prior to being used.